Event description:
It was reported that during a selenia procedure on (B)(6) 2024, the c-arm started to rotate on its own while the patient was compressed. A field engineer examined the equipment and determined that the issue was caused by a rotation switch on the back of the c-arm that was sticking. The field engineer replaced the rotation switch. Checked all other switches. The system meets hologic specifications. No injury to the patient was reported.

Manufacturer narrative:
An investigation was performed: on (B)(6) 2024, the customer reported that the system was rotating on its own while a patient was compressed. No patient or user injury was reported. The field engineer (fe) was dispatched to the site and found the rotary switch (asy-14368) was sticking. The fe replaced the rotary switch to resolve the issue. A review of the device history showed this issue did not recur after the rotary switch was replaced. Initial evaluation: the rotary switch was 4,990 days old at replacements. The rotary switch was not returned for further investigation. Investigation methods and findings: the part was not returned; therefore, further investigation cannot be completed. Cause/root cause: the probable cause of the uncommanded movement is due to the rotary switch sticking. The likely cause of the sticking is due to wear and tear from increased part age. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: this investigation will be closed, and no further investigation is required. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c arm motion due to the rotary switch. The complaint review identified the rotary switch is original to the system therefore, the DHR was reviewed. There was one discrepancy noted in the DHR however it was not related to the rotary switch. The rotary switch was installed with no failures/issues noted. System product code: sdm-00001-2d, serial number: (B)(6), system manufacture date: 6/30/2010, system installation date: (B)(6) 2010, unique device identified (UDI): (B)(4).